Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred for transmitter ID (B)(4). Data was evaluated and the allegation was confirmed for transmitter ID (B)(4). The probable cause was determined to be a low transmitter battery that led to a transmitter failure. No injury or medical intervention was reported.

Event description:
It was reported that transmitter failed error occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and transmitter failed error was found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was determined to be a low transmitter battery that led to a transmitter failure. The reported event of transmitter failed error is reportable based on transmitter failure error was found in the log. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).